Manufacturer narrative:
H11. Correction - after investigation by the australian team, it is discovered that this is a duplicate case, as verified by patient information. All new information will be appropriately processed and reported under MFR#: 1038671-2019-00494 from the original case.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: the incorrect MFR number was referenced in the previous correction. This should be corrected to MFR# 1038671-2019-00278.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. H3. Investigation results-there is no device information provided. The patient has not had a surgical revision of the right knee. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2017. The patient suffers from right knee aggravation. The left knee and lumbar spine aggravation are consequential to the right knee ongoing impairment. The patient is stated to have pain and suffering. There is no device information provided. There is no other patient demographic or medical history available. There are no radiographic/CT images provided. No additional information is available.